Event description:
"Pt was placed on ventilator at gs for transport. Enroute the battery low indicator came on. Plugged battery into rig during transport, external battery full and plugged into ventilator. On arrival, ckst-made it to 6th floor ICU, ventilator went inoperate and pt was removed from ventilator and bagged about 5 mns unitl ventilator was ready in ICU". Subsequent info obtained reported "the pt is doing well".